Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this electrode exhibited shock impedance measurements that were higher than expected, but not out-of-range, at 160 ohms. It was noted that the impedance value was 175 ohms at a previous device check. Technical services recommended performing x-rays to evaluate the electrode position, as conversion success was less likely when the impedance value was greater than 150 ohms. The local sales representative later confirmed the chronic electrode was also explanted and replaced, with an impedance measurement of 70 ohms observed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the higher than expected shock impedance measurements observed clinically.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this electrode exhibited shock impedance measurements that were higher than expected, but not out-of-range, at 160 ohms. It was noted that the impedance value was 175 ohms at a previous device check. Technical services recommended performing x-rays to evaluate the electrode position, as conversion success was less likely when the impedance value was greater than 150 ohms. The local sales representative later confirmed the chronic electrode was also explanted and replaced, with an impedance measurement of 70 ohms observed. No additional adverse patient effects were reported.